Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during a rotator cuff repair, when passing the suture, the self capturing jaws on the firstpass broke. The broken piece was retrieved from the patient using tweezers. The procedure was completed with a backup device with no further complications. A delay equal to or less than 30 minutes was reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of customer provided image shows a used firstpass with detached suture capture. The packaging confirming part number 72290128 and lot number 2062322. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.